Event description:
The pt experienced weakness in her legs and pain when she had urine in her bladder. She was told by her physician that she had a low battery. The device was at a high setting and was never turned off. The pt saw "flashing lights" when she moved her legs. The pt was up during the night going to the bathroom and had vivid dreams. It was noted that the device helped "a little bit" with her symptoms.

Manufacturer narrative:
(B) (4).